Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer had a problem with their stimulator, but the hcp didn't know what the problem was, when it started, or any other information. The hcp only knew they needed to page the manufacturer¿s representative (rep) to set up an appointment. No complications were reported. Relevant medical history includes lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.